Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a secondary infusion cefepime (2mg) was programmed for a duration for 4hrs. The rn stated that the device was programmed correctly for the dosage and duration, however the rn noticed that the secondary bag infused within 15-20 mins. A primary bag of lr was attached to the secondary tubing at the time of the event. The customer stated that there was "no harm or were user error with a notation of sensitive tubing.¿ the event occurred in the intermediate care unit. Although requested, no further details were provided by the customer for this event.